Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the guide wire from a 6fr glidesheath slender kit would not advance through the needle while getting access on a patient's radial artery during a coronary angiogram. A second kit was opened which worked perfectly. At the conclusion of the case, the technologist attempted to advance the original wire through the second arterial needle that was used to successfully gain access and the wire also failed to pass through the second needle. It appears that the tolerance of the wire is not adequate. The procedure outcome was unaffected. The patient was unharmed. There was no patient injury, medical/surgical intervention required. Additional information was received on 076ugust2020: no other equipment or other devices used with the reported product.